Event description:
An patient was receiving v.a.c. Therapy for a wound after a hip prosthesis was placed. Reportedly, the patient tripped over the v.a.c. Tubing and fell. Her hip was subsequently found to be fractured above the prosthesis reportedly an a result of the fall.

Manufacturer narrative:
It was reported by the patient that she was moving around and carrying the device when she fell. The device was not evaluated because there was no allegation of a device malfunction. The patient reportedly tripped over the tubing when she was carrying the device.